Event description:
It was reported that intermittent ventricular undersensing was observed on the implantable cardioverter defibrillator (ICD) leading to a following paced beat not capturing. Programming changes were suggested and were completed by the clinician. The patient was to continue being monitored. There were no patient consequences.